Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor moving while the pump speed was set to zero revolutions per minute (rpm) was confirmed via a submitted video and evaluation of the centrimag motor (serial number (B)(6)). A video provided by the customer revealed the motor¿s rotor was atypically spinning despite the pump speed being set at 0 rpm. The centrimag motor was returned to the european distribution center (edc). The unit was connected to a test centrimag console and the reported event was reproduced. The motor was planned to be scrapped and was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded motor was connected to a calibrated test centrimag system. A few seconds after connecting, an m4 motor alarm activated, the pump impeller vibrated, and the pump was unable to run. The motor cable underwent resistance testing and an open line continuity was measured on the hx/hy line. The motor cable lemo connector was opened, and the hx wire was found to not be properly soldered to the lemo connector. The root cause of the reported event was conclusively determined to be due to an improper solder connection at the motor lemo connector. A previous manufacturing task investigated this issue and resulted in opening a non-issuance supplier corrective action request (scar) to inform the supplier. This motor was manufactured prior to the initiation of the scar. The device history records were reviewed for the centrimag motor (serial number (B)(6)), and the motor was found to pass all manufacturing and qa specifications. The current revision of the centrimag operating manual and instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual (rev. A) section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, section 11.1 ¿ "appendix I ¿ primary console alarms and alerts", cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor IFU (rev. A) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when the centrimag console was switched on but not connected to a patient, with resolutions at zero, the motor was moving. The motor was exchanged, it was noted the console worked perfectly.